Event description:
On 06/22/2006, nellcor puritan bennett received a report via ufr. The report claims that an unspecified model endotracheal tube, developed leak issues while in the use on a patient. The report indicated that a patient was experiencing minimal loss of tidal volume. The report indicates that the anesthesiologist elected to replace the tube. The tube was replaced without incident. The report inicated that visual inspection of the removed tube revealed a rupture in the cuff of the tube. No further information was provided.

Manufacturer narrative:
Investigation of this report is currently in progress. The sample and lot number associated to this report is/are not available for investigation . The ufr# did not indicate the model of the product.